Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of (emr) epic system receiving incorrect volume information from the alaris pump was not confirmed in this investigation, the customer did not provide the ikp data for this complaint. No errors or malfunctions were recorded in the returned pcu device¿s error logs and event logs. On (B)(6) 2020 at 8:21pm a remote IV infusion type im_fluid (drug ID 163) was received, rate 0.7ml, vtbi 14ml, a bd 50ml syringe with a volume of 20.8ml was read and the infusion was started. At 11:49pm the syringe module was channeled off. On (B)(6) 2020 at 1:17:14 am the pcu was powered on and the user restored and started the previous programmed infusion. At 5:58pm the programmed infusion completed. Pvi at the time 14ml. Keypress replication performed on the returned pcu device observed no errors or malfunctions and the pcu properly displayed the volume infused as expected. Previous investigation of this issue has found that the overstated volume infused data can be observed when infusing the programmed ¿volume to be infused¿ while using multiple syringe disposables. When the user starts and completes the infusion with one disposable, the issue does not occur. Device inspection: the pcu device was received with instrument seal broken. The right and left iui¿s were observed green corrosion on the pins. The handle was observed to be broken. The rear case was observed to be cracked around the dome, both rear case upper wells were observed cracked and with thick dried fluid residue. The screen was observed with severe crazing. Internal inspection observed fluid residue on the inside of the device between the front panel and rear case bottom. No anomalies were observed with any of the electrical components. Root cause analysis: the proximate cause of the customer¿s reported issue of (emr) epic system receiving incorrect volume information from the alaris pump was not confirmed. Device history review: review of the pcu device service history record showed the device had a manufacture date of 05oct2007. A review of the device service history record was performed beginning from the date of manufacture to the present date 04dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the electronic medical record (emr) epic systems received an incorrect volume information from the alaris pump. This occurred during an infusion of intralipids fat emulsion 20% 14ml at 0.7ml/hr. When the clinician when to the calculator for the last hour or infusion (1700-1800), the calculation was incorrect. The intralipids were running at 0.7ml/hr and the rate had not been adjusted, but the last hour of infusion read 3.03ml (the incorrect volume was 3ml over an hour, whereas the correct volume should have been 0.7ml). No other medications have been running on the pump used for intralipids, the rate was not changed, the calculation had been documented hourly, and the only other IV infusion running during the 1700-1800 time frame was total parenteral nutrition at 7ml/hr. There was no patient harm. It was then reported that the nurse manually corrected the information on epic.